Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with a sensation noir scissors. On the tip a piece of 0.5 - 1 mm broke off, and it could be recovered. There was no patient harm nor delay in surgery. Additional information was not provided. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the instrument arrived in a clean status with visible damaged and deformed scissor blade tips. The broken off part was not sent for investigation. The investigation was carried out visually and microscopically. We made a visual inspection of the instrument. Here we found deformed scissor blade tips. We also detected a missing broken off point. The device quality and manufacturing history records have been checked for the lot number (52464477) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the problem is most probably usage related. Investigations lead to the assumption that the deformed scissor blade tips and breakage was caused by an improper handling due to a mechanical overload situation. There is the possibility of torsion or high leverage with the instrument. A CAPA was not necessary.